Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the vent plug on the bd nexiva¿ closed IV catheter system was loose and came off during use. This report was created to capture 1 of 3 patients affected by this event. As reported by the customer, "per customer email: 1/30 (B)(6)- vent caps are coming off again. Happened to (B)(6) on 3 different patients tonight. All 3 were 22 g. (B)(6). Vent caps are still coming off, the team did not save the product for me."

Event description:
It was reported that the vent plug on the bd nexiva¿ closed IV catheter system was loose and came off during use. This report was created to capture 1 of 3 patients affected by this event. As reported by the customer, per customer email: 1/30. Vent caps are coming off again. Happened on 3 different patients tonight. All 3 were 22 g. Vent caps are still coming off, the team did not save the product for me.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that the vent plug on the bd nexiva¿ closed IV catheter system was loose and came off during use. This report was created to capture 1 of 3 patients affected by this event. As reported by the customer, per customer email: 1/30. Vent caps are coming off again. Happened on 3 different patients tonight. All 3 were 22 g. Vent caps are still coming off, the team did not save the product for me. H.6. Investigation summary: DHR for lot 8310636 disclosed the following: the lot was built and packaged on nfa line 2 from 08nov2018 through 15nov2018 for the quantity of 450,250ea. All required sample, set-up and in-process testing was performed accordance with the quality plans. There was no indications of any reject activity findings through the build of this lot that would impact the outcome of the quality of the product relevant to the alleged defect. No samples or photos were provided for observations and/or testing of this incident. Relationship of device to the reported incident: indeterminate no units or photos were provided for observation and/or testing of this incident therefore the reported defect was not identified or confirmed and a root cause was not established.